Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day the sensor was inserted, the patient developed a skin reaction with rash and scar under the entire patch area. The patient went to her healthcare provider last in (B)(6) 2022, for evaluation of a previous skin reaction. She was advised to use an under patch to sooth the pain. The skin reaction was reportedly healed at the time of the report on (B)(6) 2023. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.